Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and device. Provocative testing was performed, and the noise was not reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.